Event description:
It was reported that the pre case checks passed- setup for case went typically- difficulty calibrating handpiece during beginning of procedurex due to tracking errors- after troubleshooting and utilising backup pfs equipment error passed and case proceeded - several minutes into burring, a new error appeared requiring a recalibration of the handpiece- recalibration of handpiece was as before registering tracking errors- navio abandoned-proceeded with manual instrumentation.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for an independent evaluation, thus visual inspection and functional testing could not be performed. Evaluation of the log files indicated a z-error in every calibration failure. The z-error is consistent with a bent handpiece tracker and/or a protruding dowel pin on the handpiece. Therefore, the reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports of the bent probe event. The surgical technique guide released at the time of the complaint states that "smith & nephew recommends a minimum of two sterilization kits be obtained for each procedure in the event that any parts malfunctional or become damaged during the procedure." It also has a warning which states: "a full traditional surgical instrumentation tray for the chosen implant should be available during every system use to manually implant the prosthesis in the event of system failure." Based upon review of the IFU, there is no indication that there was lack of information that may have caused or contributed to the reported event. This failure is an identified failure mode within the risk file. Based upon the reported event, we cannot confirm that there was a relationship between the reported event and the device. A factor that could have contributed to this event is the aluminum material that can bend more easily due to the nature of the forces placed on the handpiece tracker either via the surgeon's hand, dropping it, or any other forces. The material has been changed to stainless steel which makes the part much stronger and less susceptible to bending, thus, reducing the likelihood of this problem. The root cause of the reported event could not be determined.